Manufacturer narrative:
(B)(4)

Event description:
A report was received stating a ventilator experienced a blank display during use on a patient. The patient was removed from the ventilator and placed on a second device. There was no patient harm reported. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications.